Event description:
It was reported that an alarm occurred, but was not confirmed via telemetry. The alarm was noted to have occurred as a single beep that started 4 days ago ((B)(6) 2011). The pt's next refill was scheduled for (B)(6) 2011. The pt's pump was interrogated, and a low reservoir alarm was determined. Per the rptr, the pt was told it was "good until (B)(6)". The pt started hearing a critical alarm on (B)(6) 2011. The pt experienced a change in therapy effect; she experienced withdrawal symptoms of fever and itching, and the pt's legs were noted as being tight/rigid. The pt was placed on oral baclofen (4 times a day at 20 mg). The pt had a follow-up visit with their physician on (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).